Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Product was returned a full evaluation was conducted on the unit. Investigation activity: knuckle on one side of the frame where the actuator attaches was detached. Root cause: corrective action #1632, was issued to manufacturing. It was determined that the robot had not correctly welded the knuckle. The part was not securely held in the fixture causing a misalignment.

Event description:
The weld allegedly broke on the headspring section of the bed.